Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were three trays that were missing povidone iodine swab sticks. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Open lubrication-lubricate catheter. 7. Prep patient with povidone-iodine swabsticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage."

Event description:
It was reported that there were three trays that were missing povidone iodine swab sticks. No medical intervention was reported.